Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by cloudy effluent, pain and constipation. The breach in aseptic technique was further described as masking and handwashing technique. There was no information regarding hospitalization, treatment, patient outcome and action taken with pd therapy. There was no information regarding retraining aseptic technique. No additional information is available.